Event description:
Customer reportedly obtained a result of 347 mg/dl on the aviva system while the professional device read 156 mg/dl within 10 minutes. No action taken on device results. No adverse event reported due to these results. No adverse event reported. Requested return of suspect system and replacement was sent.